Manufacturer narrative:
The pipeline flex delivery system and was returned for evaluation without the pipeline flex braid. As received, the pushwire was found outside of the catheter lumen. The pushwire was found to be separated at the proximal to the proximal dps restraint. The tip coil, distal/proximal restraints and dps sleeves were found to be missing from the pushwire. The distal segment of the pipeline flex pushwire was not found. The distal hypotube was also found to be stretched with the ptfe shrink tubing still intact. The pushwire was observed to be bent approximately 40 to 46.5cm from the proximal end. Based on the analysis findings and event description, the report of pushwire separation was confirmed. Based on sem analysis, the fracture surface features of the broken end are consistent with torsional overload failure. The damages observed during analysis suggest that excessive forced was used during delivery. It is possible that the patient¿s anatomy may have contributed to the resistance during delivery. However the cause for the resistance could not be conclusively determined. Per our instructions for use (IFU): ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ the lot history record of the reported lot number was reviewed and no discrepancies that might have caused the reported event were noted. All products are 100% inspected for damage and irregularities during manufacture. Mdrs related to this event: 2029214-2016-00020 2029214-2016-00510 2029214-2016-00511.

Event description:
Medtronic received report of pipeline flex pushwire separation. The patient was being treated for a saccular aneurysm in the left communicating internal carotid artery (ica). The aneurysm had an overall size of 8x7x7mm. The recanalized part was 4x3x3 mm. The vessel was moderately tortuous. It was reported that a pipeline flex was attempted to be implanted, but there was resistance in the distal section of the catheter during advancement. The pipeline flex became stuck in the distal section of the catheter. The pipeline flex was removed. It was reported that after removal of the pipeline flex, the pushwire became separated. The procedure was not completed. It was last reported that the patient was in satisfactory condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.